Event description:
(B)(6) female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case and several wires were broken, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The patient received a replacement monitor.